Event description:
Patient has been using the 3ml 22g x 1.5'' syringe to draw and inject progesterone in ethyl oleate 50 mg/ml. She claimed the product was never in direct sunlight and was outside of her house for about 5 minutes before bringing in the package. She is reporting long term side effects from using the syringe, including injection site pain whole body chills, aches and fever. According to additional information received from the end-user, the patient's husband was trained on how to administer injections. Patient began using progesterone in ethyl oleate on 03/28/2024-04/11/2024. Patient had an unopened bottle when the second cycle began on 05/31/2024. Patient was advised by her fertility team that the unused product could be used during the second cycle. Used the medication for the 4 days that the "faulty" syringes were used, then discarded the remaining medication fearing it was contaminated. Medication is administered im(intramuscular) in the gluteal muscle. Patient began experiencing symptoms of soreness at the injection site, along with muscle knot, around 8 hours after the injection was given. By the evening of 06/01/2024 patient started to feel an increase in soreness and developed low grade fever of 99.5 degrees f. Patient continued to administer the injections despite the symptoms, on 06/01/2024, 06/02/2024, 06/03/2024. Each day following the injection, noting that it was extremely difficult to inject the medication. After administering the medication on 06/03/2024, the patient's husband inspected the syringe and tested the plunger to make sure it moved freely but noticed that there was black debris inside the syringe barrel that appeared to be coming off the plunger. Patient stated that they began using another brand of syringes stating their symptoms subsided within 24hours of changing the syringe.